Manufacturer narrative:
Device evaluation: three devices were received and evaluated for the complaint regarding the needle button released event. Device #052218-a and #052218-b were received, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for these devices. Device #052218-c was received with no compression spring; due to the missing component, the reported complaint could not be evaluated. The complaint about this device could not be confirmed.

Event description:
The patient reported that on (B)(6) 2022, he had a v-go where the needle button popped out prior to the completion of the 24-hour period. The patient confirmed that he presses on the raised circular bump of the needle button. It was reported that the device is available to be returned to the manufacturer for evaluation.